Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that an alarm occurred when the patient exchanged from battery support to power module support. The alarm indicated to attach the black power cable to power. The alarm resolved when the patient connected the pump to battery support. During interrogation of the system controller history by the lvad clinician, 2 pump stoppage events and 3 low flow events were reported on (B)(6) 2017. The patient reportedly did not hear the alarms, and had been sleeping at the time. The low flow alarms resolved. A possible percutaneous lead (driveline) issue was suspected or a system controller high current event. An ungrounded power module patient cable was sent for use while on a/c support. The patient was asymptomatic. No further information was provided.